Event description:
It was reported that the customer received an unexpected restart alarm. The customer stated that the alarm occurred after inserting a new battery. The customer also stated that the insulin pump was stored for an extended period of time. The customer's blood glucose was 65 mg/dl. Advised customer that the pump was working as designed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.